Manufacturer narrative:
Device was received with all buttons responding properly. Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37 alarms noted during testing. The motor was tested outside of the device and passed. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump buttons were not responding and pump error alarm. The customer¿s blood glucose level was 94 mg/dl at the time of the incident. Customer states that numbers were not ramping on their own and they were not able to clear the alarm. Customer stated insulin pump was not exposed to a high magnetic field. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.